Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37712, serial# (B)(4), product type: implantable neurostimulator; product ID 39286-65, serial# (B)(4), product type: lead; product ID 37712, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that, on the day of this report, the patient had gotten a ¿zap¿ when turning around a corner and then fell. The patient continued to get shocking sensations, despite the stimulation having been turned down to zero volts. When the implantable neurostimulator (ins) was turned off, the patient did not feel any shocking sensation. Additionally, when the patient would cough, the stimulation would feel stronger, which had recently gotten worse. The patient was noted to have had 2 inss, one for rib pain and one for lower back pain, and the patient had noticed ¿an appreciable negative impact on the pain relief.¿ impedance testing returned values that were within the normal range, however, some values were noted to repeat. The impedance testing values were: with reference electrode as zero, contacts 3, 5, and 11 showed 899ohms; with reference electrode as 3, contacts zero and 14 showed 899 ohms. The patient¿s healthcare provider (hcp) had done imaging on the systems and the imaging had appeared normal. The ins that was implanted for rib pain was noted to have been turned off to see whether the patient noticed a difference in the therapy and the shocking sensation when the other ins is off. Later, it was stated that the patient had not had any change in condition and whether the patient was getting a 50 percent or greater reduction in symptoms could not be determined. Only the patient¿s stimulation intensity had been changed; no other programming settings had been changed. The patient had continued to receive very strong stimulation, which was described as ¿zapping,¿ when turning, coughing, or sneezing.

Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the devices never did what they expected the devices to do. The consumer stated a manufacturer representative kept trying to tune the devices and they thought they had them to where it would work for the patient. The consumer mentioned that at one point the patient had feedback out of the blue between the two devices that kicked her feet out from under her and she dropped to the ground. The consumer told the patient to turn the devices off and the devices were dead and had been dead for a long time. The indication for use was rsd/causalgia complex regional pain syndrome.